Manufacturer narrative:
Concomitant medical products and therapy dates: microcatheter (details unknown); (B)(4). It was reported by the hospital contact that the coil ((B)(4)) could not be pushed in microcatheter (details unknown) during surgery of aneurysm coiling- basilar while being used on patient. It was initially reported that the product will not be returned for analysis. The deltaplush will not be returned, therefore the root cause of the coil unable to be advanced inside the microcatheter cannot be determined. However procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is an initial/final report.

Event description:
It was reported by the hospital contact that the coil ((B)(4)) could not be pushed in microcatheter (details unknown) during surgery of aneurysm coiling- basilar while being used on patient. It was initially reported that the product will not be returned for analysis.

Manufacturer narrative:
It was reported by the hospital contact that the coil (cpl10015130/(B)(4)) could not be pushed in microcatheter (details unknown) during surgery of aneurysm coiling- basilar while being used on patient. It was initially reported that the product will not be returned for analysis. Very limited information was received. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. Located 34.0 centimeters off the distal tip of the green introducer is unreported damage of the device positioning unit (dpu) and the coil found to be protruding through the sheath. There is no mechanical sheath damage at the protrusion site. The proximal section of the coil outside the sheath was returned stretched. No manufacturing defects were found. Due to the coils severe damage there can be no attempt to duplicate the filed complaint. The complaint of the coil unable to be pushed inside the unidentified microcatheter cannot be confirmed. Due to the unreported damage of the coil which was found to be stretched and protruding outside the sheath, no duplication of the field complaint could be attempted and the root cause conclusion could be determined. In addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.